Event description:
It was reported that during a surgery, the screw broke upon implanting. The distal portion of the screw was left in the patient and two new screws were implanted to complete the procedure. The surgery was prolonged approximately 10 minutes and the patient is currently doing fine.

Manufacturer narrative:
Visual evaluation of the broken screw using magnification indicates that it broke as a result of overload with no indications of misuse or any material or manufacturing defects. The exact conditions of the surgical procedure are not known and it is not known what depth the pilot holes and tapped threads were prepared vs the length of the screws. The exact cause of the broken screws is not known but the surgeon stated that he believes the break was related to the patient's extremely hard bone. No action is planned at this time since no manufacturing, product or system discrepancies or deficiencies were identified. This is the final report that will be submitted associated with this incident and device.